Manufacturer narrative:
Device investigation summary - the returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken off and retained by the knob; the remainder of the device was found to be intact with minimal witness marks consistent with wear and tear. The fragment was able to be removed from the knob and the device was found to function as intended. No definitive root cause was able to be determined. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. The returned inner shaft (03.812.003) and applicator knob (03.812.004) are utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be removed from the spacer. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken off and retained by the knob; the remainder of the device was found to be intact with minimal witness marks consistent with wear and tear. The fragment was able to be removed from the knob and the device was found to function as intended. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Endurance testing (insertion and removal) was completed and no functional failures were observed after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the:manufacturing location: (B)(4), manufacturing date: 18.dec.2015, 03.812.004 / lot 9714618. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t-pal applicator inner shaft broke during a one level transforaminal lumbar interbody fusion (tlif) procedure. The surgeon hammered the t-pal applicator for successful implantation of the device, loosened it, and upon removal, it was identified that the inner shaft was broken and the proximal end was stuck inside the handle. Surgery continued without any further incident and no surgical delay was reported. No additional information is available. This complaint involves two (2) devices: (1) t-pal spacer applicator inner shaft, and (1) t-pal spacer applicator knob. This report is 2 of 2 for (B)(4).